Manufacturer narrative:
No device evaluation was performed as the product has been disposed. A review of the device history record revealed no issues that could be associated with this incident.

Event description:
A jagtome sphincterotome was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure(age and weight unknown). According to the complaintant, the tip of the tome appeared to be cracked and as a result, chose not to use the device. The procedure was completed with another jagtome sphincterotome. There were no patient complications reported with this event.